Event description:
It was reported that the arctic sun device had an alert 113 (reduced water temperature control) during therapy. A review of the csv files showed a failed mixing pump causing the device not to cool. They stated, would order and replace the part onsite.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had an alert 113 (reduced water temperature control) during therapy. A review of the csv files showed a failed mixing pump causing the device not to cool. They stated, would order and replace the part onsite.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed mixing pump. A review of the csv files showed a failed mixing pump causing the device not to cool. They stated, would order and replace the part onsite. A review of the risk document, (B)(4), revision 23, was performed for this investigation. The reported event is addressed in step # (B)(4). Based on this review the risk is within the expected range. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as this is not an out-of-box failure. Based on the results of the investigation, no additional actions are needed. Corrections: d, e, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.